Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, a few minutes after procedure started, a hard recoverable error with the right manipulator happened. Unfortunately, the other robotic system had a procedure, so we couldn't use the console to continue. According to the surgeon, the procedure was postponed until the next day. The procedure was aborted after port placement with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was tested, verified and started up without any errors. It was deemed in proper condition before use. In addition, no history of the specific fault was observed. Right after docking the system to the patient, the recoverable fault 23008 occurred four times. The system was then undocked, and the case was postponed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) for failure analysis, and the reported failure (error 23008 along axis 7 ) was able to be reproduced during testing.